Manufacturer narrative:
(B)(4). Analysis description: no related complaint received with return of device. Failure event observed during analysis. Final analysis found that the device was returned with a lead stuck in the port. The force used to extract the lead was out of specification for the product. This device has the original header design which is known to have lead insertion difficulties. (B)(4).

Event description:
This report is to advise of an event observed during analysis.